Event description:
It was reported that the catheter was cut during a sacral fusion procedure unrelated to the pump. The spinal piece was fine, but they could not find the proximal (pump) piece to reconnect the catheter. They planned to reconnect the catheter. The pump was delivering bupivacaine and dilaudid. It was later reported that the patient had back surgery. During the surgery, the catheter was modified. It was later reported that the patient had no symptoms related to the event. The spinal segment was still patent; it was the pump segment that had been cut during the spinal procedure. The catheter "arrangement" as it was, was incorrect. An ascenda connector and ascenda catheter pump segment had been attached to an 8731 with a segment of unknown catheter between the two. Spinal segment (8731) remained. They removed the unknown segment and ascenda segment and replaced it as one 8731sc catheter. The patient was receiving effective therapy following the revision.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID: 8731, lot# b005110n26, implanted: (B)(6) 2003, product type: catheter. Product ID: neu_unknown_cath, explanted: (B)(6) 2013, product type: catheter. (B)(4).